Event description:
An individual at a legal assistance insurance company reported that a consumer purchased an unspecified multi-purpose solution for cleaning his contact lenses. According to an ophthalmologist's report she provided, the consumer presented in 2007 with conjunctivitis following a trial with contact lenses at his opticians. Upon examination, the ophthalmologist diagnosed a "major corneal ulcer" covering 70% of the central cornea od ( right eye). The anterior chamber was preserved. The consumer was prescribed local and general antibiotic therapy. The ophthalmologist stated the results of bacteriological analysis showed a massive presence of "pseudomonas aeruginosa" in the ulcer and conjunctival smears as well as in the lens recipients. Despite treatments, there was an "ulcer perforation" on the same month, and an urgent cornea transplant was performed. The ophthalmologist stated that the immediate results were favorable. However, he also indicated that for at least a year, the consumer will need to retain the sutures, which makes his vision possible. The consumer was unable to work for approx two weeks in that month.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this complaint was not received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number or any identification traceable to the mfg documentation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info was requested from the reporter on 06/17/2008, 06/19/2008, 06/24/2008, 06/26/2008, and 07/02/2008. Additional info was received from the reporter on 06/17/2008, 06/26/2008 although product name was not provided.